Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device not available for evaluation.

Event description:
On 01/28/2014 it was reported by the customer that on (B)(6) 2014 a leakage was found at the terminal end luer locking while using infusion set vl st 10 on a oncological drug. There was no patient outcome reported for this event. No sample is available for evaluation. Since the sample was not available for evaluation and a batch number was not provided to investigate a retain sample or production documents for any deviations, a detailed analysis could not be performed, and a root cause could not be determined.,